Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer¿s current blood glucose level was 600 mg/dl. Customer was treated with insulin pump. Customer did not mention any symptoms related to high blood glucose. Customer did not allege insulin pump for under delivering. Customer stated that the insulin pump had motor error alarm. Customer was able to complete rewind. Customer stated that there was no air bubble or leak. Drive support cap was normal. The insulin pump will not be returned for analysis.